Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the gum soft toothbrush from their dentist. After the first use, she felt bits of something on her tongue and down her throat. When she used it again, she began to cough and spit out bristles and she swallowed one and coughed.